Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The initial reporting stated no additional investigational inputs were available. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Retained samples of this batch were conditioned and tested at an ambient 23 degrees celsius and the product behaved as expected with all results within specification with no unusual gritty/tacky appearance or fast setting observed. The dfmea and IFU have both been reviewed. No corrective action was indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy2g cement was not handling properly and setting up extremely fast - 2-4 minutes set.